Manufacturer narrative:
Since the subject device has been not returned to any of olympus locations for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp of the subject device went out during the colonoscopy procedure. It could not light on again even after the subject device was cooled. The intended procedure was completed in a different examination room which has another similar device. The user also reported that the examination lamp was a non-olympus lamp. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to any of olympus locations, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the life or the accidental failure of the examination lamp of the subject device, since it did not light up after the device had cooled down. Also it was speculated why the occurred the lamp replacement failure was the user might had ignored or not noticed the instructions for safe use (IFU) of the subject device, then the user replaced to a non-olympus lamp. If additional information is received, this report will be supplemented.